Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. The root cause is unk. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
An ophthalmologist reported noticing tears in the descement's membrane after the phacoemulsification portion of cataract removal, prior to intraocular lens (iol) insertion. The physician expressed doubt as to whether the cause was the phacoemulsification tip or sleeve. The surgeon is unwilling to provide additional info.